Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that review of interrogation for the right ventricular (rv) lead showed noise, and out of range impedances. An apparent lead fracture was also reported. The right atrial (ra) lead was nonfunctional due to a lead dislodgement. The device was nearing elective replacement indicator and there was possible premature depletion. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154awg defibrillator (B)(6) 2008; 6947-65 implantable tachy lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.